Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue, however upon evaluation it was discovered that the device operated while in safe mode. Internal components were evaluated which revealed a safety switch slider pin was worn, within the handswitch assembly. This condition caused the slider pin assembly to be incorrectly positioned, which resulted in the safety mechanism failing to properly engage. The entire handswitch assembly was replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill operated while in safe mode. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.